Manufacturer narrative:
The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. Suggested code (annex g)- mechanical (g04) - femur. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. X-rays were provided and not sent to mmi for further evaluation as both images are undated and would therefore be difficult to both establish a timeline as well as correlate to the allegation of 'pain'. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee revision approximately eighteen months post implantation due to pain. The patient's native patella was re-surfaced to a prosthesis.

Manufacturer narrative:
(B)(4). D10 medical devices: articular surface medial congruent (mc) right 10 mm height catalog#: 42522100410, lot#: 64842695. Tibia cemented 5 degree stemmed right size c catalog#: 42532006402, lot#: 65352409. Palacos r + g (1x40) catalog#: 66022663, lot#: 63931155. G3 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.